Manufacturer narrative:
Reporter is a synthes employee. Product code: 03.010.523, lot: l788102, manufacturing site: (B)(4), release to warehouse date: april 24, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the received image(s). The image(s) was reviewed, and the complaint condition could be confirmed since the distal tip had broken off at the first thread form. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings relevant actions have been taken to address the identified issue. The need for further corrective/preventive action will be assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection on an unknown date, broken equipment was discovered in the warehouse. There was no patient involvement. This report is for a driving cap/threaded. This is report 2 of 2 for (B)(4).